Event description:
Patient was implanted with lateral entry reconstruction nail on (B)(6) 2011. Patient complained of pain and had an exam and x-rays, date unknown that showed a broken nail and non union. Patient was returned to operating room on (B)(6) 2013. Surgeon removed the broken nail, 2 reconstruction screws, and 1 distal locking screw. The nail was discovered broken at the location of the distal reconstruction screw patient was revised to a competitors implant. This is 1 of 2 reports for this complaint.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.